Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that since implant the patient¿s ins moves slightly, but the day of the call they noticed their ins had moved closer to the inner part of their butt. The caller noted their ins had never been stationary. The patient mentioned falling, slipping on water and hitting a cabinet and needing stitches on their head last month. The patient was redirected to their healthcare provider to check their ins status. No patient symptoms were reported. No further complications were reported.